Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that today, they were trying to charge the implant when the controller went blank/unresponsive and the stimulator shut off. Pt said they tried to plug the controller to the wall but still didn't work. Agent had patient reset the controller with ac power supply and patient confirmed the screen powered on and they saw a blinking green light on the controller when they inserted battery pack. Pt denied any visible damage to the battery compartment and battery pack. Pt confirmed the controller battery was recharging 40% while the implant was at 60%. Agent reviewed with pt how they could turn the stimulation on. Pt will continue to charge the controller until full and will call back if they still have issues charging the implant. No symptoms were reported.